Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The delivery system was discarded by the staff. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Imagery was provided by the site showing the burst balloon post-procedure. The rupture appeared to be longitudinal and radial on the tapered length of the inflation balloon. The balloon appeared wrinkled with no other visual abnormalities. No visual abnormalities were observed on the returned photo and dimensional measurements could not be taken as the device was not returned. Per the event description, "the commander delivery system balloon ruptured during deployment of the 29mm s3 valve at max inflation on the patient's heavily calcified aov/lvot." A detailed root cause analysis for similar returned complaints has been summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As such, the reported events discussed in this complaint are likely related to the details outlined in the technical summary. In this case, the information provided indicates the balloon rupture was most likely caused by patient factors, in particular, the patient¿s heavily calcified aortic valve and lvot. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during the tavr case the commander delivery system balloon ruptured during deployment of the 29mm s3 valve at max inflation the patient's heavily calcified aov/lvot. There were no complications, no post dilation needed, no pvl. The delivery system was able to be withdrawn through the esheath without issue. The patient outcome was excellent.